Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted electrical overstress damage around the antenna and a mark at the top of the over-molded header (an indication of a possible arcing event). The titanium case was opened, and visual inspection identified electrical overstress damage. The battery was tested; the voltage was lower than expected at 0.018v. Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed inability to establish telemetry, no production of tones in the presence of a magnet, and lower than expected battery voltage.

Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue. No adverse patient effects were reported outside of the device replacement procedure. The reason for explant was listed as normal battery depletion (nbd).